Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Distributor on behalf of healthcare professional reported "deep radial folds¿ and ¿internal rupture of the right prosthesis¿. Device remains implanted.

Event description:
Healthcare professional reported "deep radial folds¿ and ¿internal rupture of the right prosthesis¿. Device remains implanted

Manufacturer narrative:
Continued patient race (other) (a6): mixed race. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Crease/folding of implant: no observed. Capsular contracture : unable to observe as it is a medical event that is not related to the device. Additional observations: red particles observed on the device. No further actions are required since no issue in the manufacturing of the device is observed. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Distributor on behalf of healthcare professional reported "deep radial folds¿ and ¿internal rupture of the right prosthesis¿. Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.